Event description:
It was reported that the customer's insulin pump has a frozen display and unresponsive buttons. Troubleshooting was performed. It was stated that the battery was changed, but the anomaly persisted. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.